Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 229047, software analyzer. (B)(4).

Event description:
It was reported that the programmer powered on to an error message. Running the service disk several times and cycling the power did not resolve the situation. It was further requested that the programmer receive a test and calibration. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to replicate the customer experience of powering on to an error message however a system error was found in the error log and therefore the hard drive was reimaged and the software reloaded. Analysis also found that the system fan and hard drive were noisy and that the electrocardiogram connector on the link electronic module (lem) board was loose. The hard drive, system fan and lem board were replaced and the lem board calibrated.